Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned, and an evaluation was completed for it. During inspection, the reported event was not confirmed. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a urology procedure.

Event description:
The customer reported to olympus, while using the video processor during an unspecified procedure there was total image loss. There were no reports of patient harm.

Manufacturer narrative:
E1. Establishment name: (B)(6). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.